Event description:
The customer reported that during a thyroidectomy, pieces of the blue insulation on the jaw disengaged. Nothing fell into the pt cavity. There was no pt injury.

Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed that the blue nylon insulation was damaged due to a thermal induced nylon distortion. A failure investigation was conducted for this issue. Repeated device activation and high duty cycle can lead to high temperatures that cause delamination of the nylon coating. We have been able to duplicate this in our investigation testing. The product instructions for use (IFU) warn against using the device as a bipolar scissor which can mimic the repeated activation/high duty cycle scenario. These incidents do not typically present any harm to the pt. Attempts to produce a coating that the can withstand customer misuse have not been significantly successful in eliminating the failure mode completely. Complaints continue to occur at a low rate.